Event description:
As reported by the user facility: reported issue: the anesthesiologist was using this on a patient and while they were taking the needle out the needle fell out of place. Luckily, it did not get stuck in the patient. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used needle and one unused opened kit were provided for further evaluation. Visual evaluation of the used needle showed it to be detached from the hub. There was very little epoxy able to be observed on the needle and none on the hub. The needle also appears to be bent and damaged. Evaluation of the needle from the unopened kit did not show any defects or non-conformities. All available information was forwarded to the supplier for further evaluation. Per the supplier's response, the detached needle was confirmed to only have approximately 50% of the required epoxy. The most probable root cause was determined to be a jam at the cannulator which induced insufficient epoxy. The device history record was reviewed and did not reveal any quality issues during the production of this lot. The supplier reviewed all production records and found no other similar events reported against this lot and it is considered an isolated incident. The sample will be shown to all associates involved with the product to heighten awareness. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.